Manufacturer narrative:
Pending investigation. D10: 02-010-01-0350, lgc femoral ps cem right sz 5, (B)(6). 02-012-43-5050, lgc tibia rbktray cem sz 5f/ 5t (B)(6). 02-012-38-5009 , logic tibia ps rbk insrt sz 5 9mm , (B)(6).

Event description:
As reported, the patient underwent a second right side knee revision due to suspected poly wear/lysis. Everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported may have been the result of prosthesis wear. However, this cannot be confirmed and potential contributions from user or patient related considerations to the event could not be assessed as the components were not returned for evaluation, and no images, radiographs, or relevant clinical information was provided.